Event description:
Report received indicated that the inner product pouch of the atw steerable gw was not completely sealed. It was further reported that the integrity of the sterile pouch was not compromised. There was no other damage to the inner pouch and no damage to the shipping box or outer product box. This was noted after receipt and storage on a shelf in the cath lab prior to using on the pt. The device had not been purposely opened in anticipation of use and the outer product box was not opened. There was no damage noted on the product. The product was not used; another product was used for the unk procedure.

Manufacturer narrative:
Lake region reviewed the device history records (DHR) relative to the manufacturing, inspecting, and packaging of lot that corresponds to cordis lot. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The product was received for analysis; however, the packaging was not received. The sample article consists of one each packaged 195-014 ptca, flpy, mk device; returned loose within a zip-lock style poly pouches (double bagged). No other original components, packaging or other devices involved in the event are included. As received, the specimen does not present any obvious damage. Review of the history records indicates that the product was packaged per specification. Packaged product is visually inspected 100%. It is unlikely that an unsealed pouch would go undetected through this inspection. Based on the available info and without the return of the packaging as received by the customer, no conclusion can be made regarding the report of the incomplete seal on the inner package of the atw.